Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive was evaluated and reformatted. The associated software was also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error after an acquisition. Further information was received indicating that the system froze and locked up while reviewing cine image data. No patient serious injury or death was reported related to this event.